Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient was hospitalized on (B)(6) 2026 due to a bent cannulas on (B)(6) 2026, which resulted in hyperglycemia with associated symptoms of nausea, vomiting. The patient's blood glucose level peaked at 593 mg/dl at the time of the event., the patient was treated with exogenous insulin and intravenous fluids, saline etc.the patient was released from the hospital on (B)(6) 2026. No further information available.